Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited oversensing of ventricular activity. The physician felt, based on a review of the lead diagnostics and history that the lead dislodged two weeks post implant but was not identified until four months post implant. Surgical intervention was performed and the lead was explanted and replaced without incident. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection noted that the helix was slightly stretched. It is unknown if the stretched helix caused or contributed to the lead dislodgement.

Event description:
--